Event description:
It was reported that the pt was no longer hearing with his audio processor switched on. The audio processor was checked and functional gain was performed at the hospital. The results did not show any difference between unaided and aided thresholds in soundfield. The pt was re-implanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.